Event description:
Analysis was approved on the lead associated with the death reported in MFR. Report #1644487-2018-00498, which identified pitting/electro-etching conditions on the connector pin of the lead. This did not have any effect on the functionality of the device. No other issues were identified. No further relevant information has been received to date.